Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that 19inch monitor fell off rear monitor ceiling support (mcs) monitor mounting arm. The philips engineer found that customer was turning the monitor arm incorrectly upside down allows the monitor to potentially slide off the monitor arm toward the floor and could damage equipment or injure people. Monitor arm is incorrectly used by customer turned upside down so that monitor is lower to ground for easier user viewing of monitor. Fse temporarily secured monitor with wire so it cannot fall to floor. Furthermore, fse ordered new mcs monitor arms and correctly installed. After installation of new mcs monitor arms, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the 19-inch monitor fell off the rear of the mcs monitor mounting arm. There was no reported patient or user harm. The monitor arms attach to the back of the flexvision mcs like "bunny-ears." The mcs requires two monitor arms for counter balancing, and each monitor arm is designed to hold and secure a 19-inch monitor that faces users standing on the exam room floor. The monitor arms were removed by the customer and re-attached upside down so that each 19-inch monitor is closer to the floor ¿for easier viewing of users¿, however these monitor arms were not designed to be turned upside down for this purpose. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.